Manufacturer narrative:
This event has been reported by zimmer biomet under (B)(4). Device code for no code available is that the device overhauled. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4). The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1:1 cutter serial number (B)(4). The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4). The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and the previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 3:1 cutter serial number (B)(4). The last repair was march 11, 2013 where it was reported that the cutter was damaged. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and the previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 4:1 cutter serial number (B)(4). The last repair was march 11, 2013 where it was reported that the cutter was damaged. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on november 1, 2017 revealed that the pre-testing and calibration could not be performed due to the damaged comb. The roller, gear and side plates had visual wear. The ratchet assembly had a rusted set screw which was preventing the gear from being removed. The 2:1 cutter was the only cutter that produced a passing sample mesh. The 1:1 cutter, 1.5:1 cutter, 3:1 cutter and 4:1 cutter all produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 1, 2017 which included replacement of the side plates, bushings, comb, roller, gear and ratchet assembly. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing and calibration could not be performed due to damaged comb. The ratchet assembly had a rusted set screw which was preventing the gear from being removed. Four of the cutters failed to produce a passing sample mesh. The root cause of the device needing overhauled was due to the damage comb, rusted set screw and damaged cutters. The issue was resolved with the replaced side plates, bushings, comb, roller, gear and ratchet assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was overhauled. Initial inspection of the return device revealed that the pre-testing and calibration could not be performed due to the damaged comb.